Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient was experiencing blood glucose excursions. The reporter stated that the patient had blood glucose levels ranging between 425 mg/dl and 35 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient was having highs during the day and lows during the night. The reporter indicated that the pump¿s time and date settings had been set incorrectly after a power up. This complaint is being reported based on the allegation that the patient experienced blood glucose excursions as a result of the time being incorrectly set.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2017 with the following findings:.¿evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.